Event description:
On 11/27/2006 the lay user/patient contacted lifescan alleging an "apply sample" issue with her one touch ultra meter and two different one touch ultra test strips lots (2667073 and 2672368). The medical affairs specialist was unable to contact the pt by telephone so a letter was sent on 12/ 04/06 requesting the pt contact lifescan. The pt had been unable to obtain a meter reading for an unspecified time due to the "apply sample" issue. On event day (unspecified time), the pt developed symptoms of cold sweats, shaking and numb fingers; however, she was unable to obtain a meter reading with two different test strip lot numbers before and during her symptoms and had contacted the ambulance. While waiting for the ambulance to arrive, her neighbor gave her orange juice with sugar. By the time the ambulance arrived approximately at 7:30pm, her blood glucose was "80 mg/dl" on an unspecified device and did not receive any further treatment. It would be helpful to obtain the following: the pt's testing frequency, the pt's diabetes medication regimen, how long she was unable to test on her meter due to the reported issue, when she developed the symptoms, when she attempted to test on her meter at the time of concern, and if and when the orange juice with sugar relieved her symptoms. The customer care advocate verified that the pt was using the correct testing technique; however, the issue was unresolved on the phone with troubleshooting. This complaint is being reported because the pt was unable to obtain meter readings on her meter before and during her symptoms, which suggest low blood glucose levels. The pt was administered orange juice with sugar and then obtained "80 mg/dl" on another device. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.